Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver bupivacaine and morphine (concentration and dose unknown), indicated for non-malignant pain, failed back surgery syndrome, and lumbar radiculopathy. On (B)(6) 2018, the patient reported that he has previously experienced withdrawal in (B)(6) 2017. Per the patient, the medication place sent the wrong medications. It was reported that "they did it backwards, instead of 50 morphine and 10 of bupivacaine, it was like 60 of bupivacaine. It was way off, it was completely reversed." The patient stated that he went through drug withdrawal from "all that crap." No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.